Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 443 mg/dl and insulin injections were used to address the bg level. The customer changed all of the supplies on the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had been using apidra insulin in the cartridge.